Event description:
It was reported that the insulin pump sustained cracks around the display window and near the reservoir window. The caller did not know the blood glucose reading.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, minor scratched liquid crystal display window, cracked reservoir tube lip and detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.